Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements and had micro-dislodged as it was slightly pulled away from its target location in the patient. The ra lead was successfully repositioned and continues to remain in service. There were no additional adverse patient effects reported.